Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles in the tubing. The patient's blood glucose at the time of incident is unknown. Prior to discovering the air bubbles, the insulin pump had alarmed no delivery during a bolus attempt. The customer resolved the issue by changing her infusion set. The reservoir was not returned for analysis.